Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectum resection, the device was able to fire, however, the distal staples did not form which resulted to incomplete staple line distally. The surgeon had to oversew to fix the staple line. Another device was used to complete the case.